Manufacturer narrative:
The returned product was assessed for functionality and met functional specifications. Additional testing supports that the misplacement of a battery can case battery leakage.

Event description:
Customer contacted ameda, inc. On (B)(6) 2016 to report dark fluid leaking from the purely yours breast pump base while pumping in her car on (B)(6) 2016. She had installed batteries in the battery compartment to pump with battery power that day. Minutes into pumping, she heard a hissing sound from the base. She turned off the pump, opened the battery compartment and noted batteries sparking with dark fluid leaking from them. Customer states she did not come in contact with the leaking fluid therefore no injury or burn was sustained.